Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Patient reported right side capsular contracture, baker grade unknown, suspected rupture and "hardened breast." The device remains implanted.

Event description:
Patient reported right side "capsular contracture baker grade 3 and suspected rupture" and "hardened breast." Healthcare professional additionally reported cysts. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, h.6.

Event description:
Patient reported right side "capsular contracture [baker grade unknown] and suspected rupture" and "hardened breast." Device remains implanted. Healthcare professional additionally reported cysts.